Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic right side pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and abdominal distension ("extreme bloating"). The patient was treated with surgery (she underwent surgical removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, nausea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and nausea to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.